Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were having issues with their controller and the issue began probably about 2 weeks ago. Patient stated the settings not available cannot provide desired intensity settings message would appear when they would unlock the controller. Patient mentioned the last time they met with their rep they upped their setting and has been on that setting ever since they met with the rep. Patient mentioned the only one they use is group a. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed 100% and implant 70%. Agent walked patient through adjusting therapy in groups a, b and c and patient confirmed all three groups the message settings not available appeared. Agent reviewed meaning of settings not available message and reviewed device function. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturing representative (rep). Rep stated the cause for settings not available message was due to electrode #2 with impedance of 40,000. Steps taken to resolve the issue included reprogramming stimulator around electrode #2. Was still able to get coverage in all of patient's painful area. Issue has been resolved. Patient was able to use their controller to change programs and intensities as needed. Physician is aware of issue and resolution.